Event description:
Litigation papers allege: on or about (B)(6) 2006, pt was implanted with a depuy asr xl acetabular hip with a summit stem on her left side. On or about (B)(6) 2007, pt was implanted with a depuy asr xl acetabular hip on her right side. Since the surgical implantations, pt has experienced swelling, pain, popping, grinding, and problems with mobility. Additionally, it is alleged that pt will potentially need revision surgery in the future.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 3/31/2014 - ppd with medical records received. Patient's right hip was revised on (B)(6) 2013. Upon revision, minimal corrosion at the head and neck junction was noted. The right hip stem and sleeve are being added to the complaint.